Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission revealed what appeared to be non-sustained lead noise. Review of the transmission noted that noise was not present, but that pseudo-pseudo fusion may have occurred. The mismatch between sensing in the v sense amp and discriminator channels triggered the non-sustained lead noise egm storage. The device was reprogrammed and monitoring will continue. The patient was asymptomatic.